Event description:
Unomedical reference number: (B)(4). Event occurred in australia. The patient reported that the infusion set's tubing came out of her infusion set at the site connector on (B)(6) 2023. The infusion set was used for one day. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.